Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display or beeping noted. Unit had intermittent button response and button error alarm due to moisture damaged on keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit was received with compromised force sensor error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime/delivery test due to moisture damaged inside forced sensor resistor. Unable to perform occlusion test due to compromised force sensor error alarm. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due beach wave splashing on insulin pump. Customer reported that as a result, display screen went blank when buttons were pressed and a button error alarm was received. Customer reported that there was also fluid under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.